Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The initial reporter provided additional information about the patient, as a result of this new information, sections a1 (patient identifier), a2 (age at time of event), a2 (age units (patient)), a2 (dob), a3a (sex), a3b (gender), a4 (weight), a4 (weight units (patient)), a5 (ethnicity), a6 (race), and b7 (other relevant history) have all been updated, accordingly. In addition, the initial reporter advised that the date of event was actually 11/16/2025. Section b3 (date of event) has been updated from 11/24/2025 to 11/16/2025. Additionally, the initial reporter advised that the patient had been hospitalized due to inhalation of foot powder, which caused shortness of breath and other related respiratory symptoms. The device was sent to an authorized service provider (asp) for evaluation where they observed that the interior of the device was covered in a white powder. The asp noted that the powder likely came from the home as it resembled "sheetrock powder", and that the internal bacterial filter was so clogged that it was creating backpressure that caused the powder to be blown throughout the the interior of the device. The asp reached out to the patient's family as part of their investigation and they confirmed that a bottle of foot powder had spilled on to the bed, contaminating and infiltrating the device. The asp advised that the device will need to be thoroughly cleaned and that multiple parts will need to be replaced due to the contamination. The vocsn clinical and technical manual [p. 170] states the following: "note: it may be necessary to replace the internal bacterial filter more often in some environments, such as those with cigarette smoke. Vocsn may fail its pre-use test if the internal bacterial filter becomes heavily contaminated. Caution: do not let anything enter the cavity behind the filter during the replacement process. Do not re-install the internal bacterial filter screws without using a calibrated torque driver. Foreign material inside vocsn or using too much torque on these screws may severely damage vocsn." The investigation determined that the root cause of the reported issue was due to user error.

Event description:
It was reported to ventec that a patient was admitted to the hospital for respiratory failure, and that prior to this event it had reported that the v*home "did not seem to be working properly." No further explanation about how it was not working properly was provided. Ventec contacted the initial reporter for additional information about the patient and the event, and was advised that these inquiries have forwarded to their internal compliance team. As of this writing, no further information has been received. There was patient involvement associated with the reported event. While there was no specific allegation that the device use had contributed to the patient's respiratory failure and subsequent hospitalization, ventec has not been able to obtain additional information or clarification of these circumstances.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.